Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-1780, awareness date 23-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. Additional information received on 16-nov-2015 (ptc investigation result). Essure was placed in her body in 2011 and since then she has been in the hospital. They send her home with antibiotics for whole different reason. Her cycles were extremely heavy and last a lot longer than they used to. She got real sharp pains that shoot through her lower abdomen and she gained a lot of weight. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event(s) and a quality defect is excluded. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced sharp pains that shoot through my lower abdomen. This event is serious since it resulted in hospitalization and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Based on its nature and considering a positive temporal relationship is implied, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to hospitalization required. According to product technical complaint, no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. No active follow-up will be pursued, as this case was identified during health authority website monitoring.